Event description:
Reported by the customer as: initially reported to moog as a request to review the pt/pump history log. After talking with moog, it was decided that the device should be returned for eval. Pt injury? Yes, pt passed away.

Manufacturer narrative:
The device history log was reviewed by moog clinical staff and determined that no alarms or errors occurred. There was noted by the clinical rep, many instances of bolus requests and priming. Conclusion: the pump functioned per specs and passed alarm and accuracy tests.